Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. After the procedure the patient demonstrated st elevations in avr lead, the patient had elevated heart rate, and chest pain 7 out of 10. An immediate transthoracic echocardiogram (tte) was performed and showed no effusion. Transeptal puncture was in middle of the septum, the closure device was still present in the patient. A cardiac catheterization was discussed because the patient has known coronary artery disease (cad), sufficient calcification in the right coronary artery (rca) and circumflex artery, the interventional cardiac team declined catheterization due to poor renal insufficiency, and the patient would have to be on dialysis. The patient was transferred to the intensive care unit and was admitted overnight for observation. A repeat echocardiography was performed the next day. No further information was provided at the time of this report. It was further reported that the patient was kept overnight, per-hospital protocol, and was discharged the day following procedure and the st segment elevation was resolved.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. After the procedure the patient demonstrated st elevations in avr lead, the patient had elevated heart rate, and chest pain 7 out of 10. An immediate transthoracic echocardiogram (tte) was performed and showed no effusion. Transeptal puncture was in middle of the septum, the closure device was still present in the patient. A cardiac catheterization was discussed because the patient has known coronary artery disease (cad), sufficient calcification in the right coronary artery (rca) and circumflex artery, the interventional cardiac team declined catheterization due to poor renal insufficiency, and the patient would have to be on dialysis. The patient was transferred to the intensive care unit and was admitted overnight for observation. A repeat echocardiography was performed the next day. No further information was provided at the time of this report.